Event description:
Paramedics responded to a person involved in a motor vehicle accident. The pt was complaining of chest pain in the area of the seat belt and the device was used to monitor the pt's ECG. The operator reported that when connected to the pt, the "EKG would not register on screen." The operator used a backup pt cable with no other problems reported. There were no adverse effects to the pt reported as a result of the alleged malfunction.